Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. It was suspected the s-ICD may not be updated with the most recent software. Boston scientific technical services advised the field that they need to interrogate the s-ICD with an older programmer and then update the device itself with the new software. The s-ICD remains in service and there has been no adverse patient effects reported.